Manufacturer narrative:
Concomitant medical products: product ID: 8731000001, lot #: b0274087k, implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731000001, serial/lot #: (B)(4), ubd: 16-jun-2006. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient¿s pump system (pump and catheter 8731 lot b0274087k) were completely explanted on (B)(6), and replaced with a new medtronic pump (8637-40 sn (B)(4) and catheter (8781 lot 0217554905). It was reported that the patient experienced serious withdrawal issues. In recent months, the patient had a intrathecal baclofen (itb) bypass to assess if itb therapy was beneficial to the patient. It proved successful which led to the complete explant on tuesday. It was determined upon visual inspection in the operating room (or) that the connection between the pump and catheter seemed to be an issue. The connection point was completely loose and ¿fell off¿ the catheter. It was reported that all implants are at the hospital now waiting for their approval to remove and returned to medtronic. No further complications were reported/anticipated. Additional information was received. The catheter was implanted on (B)(6) 2005. It was stated the timeline had covered approximately one year. It was confirmed the patient experienced withdrawal symptoms related to the connection issues. It was unknown if there were any causes or contributing factors to the connection issues. The pump and catheter would be returned, but as of (B)(6) 2019, were still at the hospital. From the representative's understanding, the hospital would like to review the case themselves before releasing the explanted system. The products would be returned as soon as they are released to the representative. Additional information was received. The patient was receiving baclofen (2,000.0 mcg/ml at 763.2 mcg/day).